Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the peritoneal catheter broke when the doctor pulled up and wanted to connect to the valve. The doctor changed the catheter from a csf flow control shunt kit as well as a burr hole shunt kit; however, the peritoneal catheters broke too. The doctor used another new peritoneal catheter, and it worked. As a result, the procedure was delayed 2 hours. The patient's status at the time of the report was alive-no injury.